Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that the ambulance was called for high blood glucose. The customer reported that she received a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that she was throwing up. The time of the hospitalization was 3:30pm and the date of the hospitalization was (B)(6) 2016. The customer stated that she was wearing the insulin pump when the ambulance came. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the occlusion, basic occlusion, displacement and excessive no delivery tests. No motor error alarms were noted during testing. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked reservoir tube and minor scratches on the lcd window.